Event description:
We then placed an 0.014" guidewire (abbott vascular whisper extra support, ref no: (B)(4), lot no: 9031171) with a lv lead backloaded onto the guidewire into the lateral branch vein. The lead was tested and noted to provide acceptable capture threshold and sensing. When the 0.014" guidewire was pulled back through the lead, the distal 3 cm floppy nitinol end of the 0.014" was noted to be retained within the distal end of the vein as the guidewire was removed. We confirmed the retained segment of the fractured 0.014" guidewire in the distal end of the lateral branch vein on fluoroscopy and we recorded that this segment of the retained of the retained guidewire did not move on fluoroscopy. We inspected the portion of the guidewire that was removed and noted the fractured end of the guidewire. We pulled back the lead to see if the distal end of the guidewire would come out with the lead, but we confirmed under fluoroscopy that the fractured end of the guidewire was not attached to the lead. Given to fact that lateral lv vein is too small (<2mm) to accommodate a snare, we would not be able to remove this retained segment of the guidewire. This retained segment is made of nitinol and does not preclude the pt from undergoing future mris. Because of the pt's depressed ejection and mobitz 2 av block, we expect him to have high burden of ventricular pacing and rv pacing alone without an lv lead for cardiac resynchronization therapy would place him at risk of admissions for decompensated congestive heart failure, worsening lv function, and increased risk of sudden death with decrease in lv function. As a result we decided to proceed with implantation of the lv lead into a lateral branch vein of the coronary sinus and leave the fractured retained of the 0.014" guidewire in its current position, since it remained in stable position with serial fluoroscopic images. Permanent atrial fibrillation, mobitz 2 av block with left bundle branch block, symptomatic bradycardia with exertional intolerance presented with 2 episodes of near syncope, 1 of which occurred while driving. Pt presents for urgent cardiac resynchronization therapy pacemaker given lvef = 40% on echocardiogram on (B)(6) 2019 and risk of worsening heart failure secondary to chronic right ventricular pacing. FDA safety report ID# (B)(4).